Event description:
It was reported that the health care professional (hcp) had called in with concerns of loss of capture (loc) for this pacemaker device. The patient was dependent on this pacemaker system. Troubleshooting and provocative manoeuvre was performed and noted intermittent capture and no change in impedance measurements, however the threshold values were at 5v. Upon review, it was suspected to be a lead issue and recommended x-ray imaging. The hcp would further discuss with the physician for lead revision. This device currently remains in service. No adverse patient effects were reported.